Manufacturer narrative:
Two (2) angiosculpt balloons were reported to have ruptured during the procedure. This MDR references device 2 of 2, wherein the burst pressure for the second angiosculpt device was not clearly reported and cannot be confirmed whether it also ruptured at 18 atmospheres. Refer to MDR #3005462046-2011-00002 for device 1 of 2 for a balloon rupture that occurred at 18 atmospheres. Device evaluation: the investigation concluded that the first device used met its performance requirements and ruptured above its specified rate burst pressure. Evaluation was not determined to be required for either device. The burst pressure for the second angiosculpt device was not clearly reported and cannot be confirmed whether it also ruptured at 18 atmospheres. Conclusions: the burst pressure for the second angiosculpt device was not clearly reported and cannot be confirmed whether it also ruptured at 18 atmospheres. No further evaluation was performed.

Event description:
Balloons ruptured at 18 atmospheres. Used a second angiosculpt 5.0 x 20 - it also ruptured but had a good result, angiographically. The burst pressure for the second angiosculpt device was not clearly reported and cannot be confirmed whether it also ruptured at 18 atmospheres. No patient injury.